Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a right ventricular assist device (rvad) implanted post heartmate 3 implant during the procedure due to right heart failure. Following the wean from cardiopulmonary bypass, the patient was severely vasoplegic requiring multiple pressors and inotropic support. The patient also had a freely moving right ventricle wall that the surgeons felt was not safe to close. The decision was made to add additional temporary right ventricle support and oxygenation. The patient remained on this additional support for two week until it was removed/explanted. The right heart failure has resolved. A device related issue did not cause or contribute to the right heart failure. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure (rhf) could not conclusively be established through this evaluation. It was reported that the patient had another manufacturer¿s right ventricular assist device (rvad) implanted post heartmate 3 implant due to rhf. The account stated that the device operated as intended and did not contribute to the rhf. Following the wean from cardiopulmonary bypass, the patient was severely vasoplegic, requiring multiple pressors and inotropic support. The patient also had a freely moving right ventricular (rv) wall that the surgeons felt was not safe to close. An rvad was implanted for additional temporary right ventricle support and oxygenation. The patient remained on the temporary support for two weeks when the patient¿s rhf resolved. The device was ultimately explanted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09mar2021. No further information was provided. The manufacturer is closing the file on this event.